Event description:
Complainant received two breast implants back in 2000 through the physician who the complainant found out later had a FDA study for implantation of silicon breasts. When complainant had it done complainant did not see, nor did complainant sign any informed consent, nor was complainant told complainant was part of a study. Also complainant had the implant done for cosmetic purposes which complainant recently found out is illegal. Their follow-up with the physician found that the dr had put in complainant's records (congenital deformity) which complainant says is false. Complainant found out about the requirement for study protocol from a plastic surgeon complainant saw recently. Dr could not believe complainant had them put in without being on an approved study. Complainant has since had the silicon implants replaced with saline because of health concerns. Complainant feels this dr should be investigated by FDA.